Manufacturer narrative:
(B)(4). Batch # n5563f. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed?

Event description:
It was reported that during a general open procedure the device misfired and did not staple. No additional details were available. The customer was using a yellow reload. It was unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5563f. Device evaluation: the analysis results showed that the tlh90 device arrived with no apparent damaged and with a reload loaded in the device. Reload was received partially loaded with only 13 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test cartridge trh90. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Test cartridge: trh90, k47a9.a